Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked, clip open during efaa, and clip jumping. The reported slda appears to be a cascading effect of the clip open while locked. The unexpected medical intervention was a result of case-specific circumstance as an additional clip was implanted for stability. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 primary mitral regurgitation (mr), prolapse p3 (posterior leaflet segment 3), slightly calcified annulus posterior, and tricuspid insufficiency for a mitraclip procedure. One ntw clip was placed in a3/p3 medial (anterior and posterior leaflet segments 3) and almost commissural. There were no grasping issues. The first final arm angle test had no issues. During second arm angle test, the clip arms jumped open to 40 degrees from fully closed. The clip was closed down again. When the clip was released, it jumped open to 120 degrees. A single leaflet device attachment (slda) of the anterior leaflet was observed. An additional clip was placed lateral to the first one, which provided stability. The rest of the procedure went very well. The mr was reduced to grade <1-2. There were no adverse patient sequelae.